Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID 7495, product type: extension. (B)(4).

Event description:
Oh, m.y., abosch, a., kim, s.h., lang, a.e., lozano, a.m. Long-term hardware-related complications of deep brain stimulation. Neurosurgery. 2002; 50(6): 1268-1274; discussion 1274-1266. Summary: to determine the incidence of long-term hardware-related complications of deep brain stimulation (dbs). Long-term follow-up reveals that hardware-related complications occur in a significant number of patients. Factors that lead to such complications must be identified and addressed to maximize the important benefits of dbs therapy. Reported events: one (B)(6) female patient with deep brain stimulation (dbs) for dystonia experienced erosion at the right side connector site 20 months after implant. It was noted that this patient likely had the hardware removed as a result; however, it was unclear what treatment was provided. The source literature included the following device specifics: lead model 3387, extension model 7495 and either implantable neurostimulator itrel ii or the x-trel receiver. Further information has been requested; a supplemental report will be submitted if additional information is received.